Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the log file confirmed that there was a malfunction in the flexvision pc. During troubleshooting, the fse identified that the flexvision pc was not working. The fse replaced the flexvision pc and restored the configuration. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc, re-configured the settings and returned the system to use in good working order.